Event description:
It was reported that during use the foley catheter use was discontinued because this was a case of leakage from the catheter after placement in the operating room, since the actual item was discarded, details regarding the exact location are unknown, but there is suspicion that the leakage originated in the vicinity of the funnel. Per follow up information on 01apr2026 it's a fluid leak.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter use was discontinued because this was a case of leakage from the catheter after placement in the operating room, since the actual item was discarded, details regarding the exact location are unknown, but there is suspicion that the leakage originated in the vicinity of the funnel.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.